Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "xia titanium 4.5 extended connector small" was broken on (B)(6) 2011. The surgeon noticed the breakage according to the x-ray. The primary operation was performed on (B)(6) 2009. The broken extended connector, the other side extended connector was, 4 numbers of blockers, 4 numbers of screws, and 2 numbers of the rods were removed and exchanged to new products.